Manufacturer narrative:
Patient underwent a tha procedure where the following assistive technology were used; patient specific acetabular guide (k152893), the patient specific femoral guide (k181061), the ops plan report (k183038), the patient specific visualisation (psv) report (k152893), and the dynamic hip analysis (dha) report. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k190834) which also employs the use of functional x-rays is cleared by the FDA. The patient dislocated in rehab prior to being discharged, and again approximately 1 week post op. It was reported that the patient has a pre-existing neurological condition that made them a falls risk. The surgeon who performed the primary and revision surgeries confirmed that he believed these dislocations to be the result of the patient's neurological condition. The manufacturer conducted a root cause investigation into this event. This investigation did not find any issue with the processing of the case, and all products provided to the surgeon for use in the primary surgery were confirmed to have been manufactured according to specification. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient underwent a tha procedure where the following assistive technology were used; patient specific acetabular guide (k152893), the patient specific femoral guide (k181061), the ops plan report (k183038), the patient specific visualisation (psv) report (k152893), and the dynamic hip analysis (dha) report. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k190834) which also employs the use of functional x-rays is cleared by the FDA. The patient dislocated in rehab prior to being discharged, and again approximately 1 week post op. It was reported that the patient has a pre-existing neurological condition that made them a falls risk. The surgeon who performed the primary and revision surgeries confirmed that he believed these dislocations to be the result of the patient's neurological condition. The manufacturer conducted a root cause investigation into this event. This investigation did not find any issue with the processing of the case, and all products provided to the surgeon for use in the primary surgery were confirmed to have been manufactured according to specification. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Patient underwent a tha procedure where the following assistive technology were used; patient specific acetabular guide (k152893), the patient specific femoral guide (k181061), the ops plan report (k183038), the patient specific visualisation (psv) report (k152893), and the dynamic hip analysis (dha) report. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k190834) which also employs the use of functional x-rays is cleared by the FDA. The patient dislocated in rehab prior to being discharged, and again approximately 1 week post op. It was reported that the patient has a pre-existing neurological condition that made them a falls risk. The surgeon who performed the primary and revision surgeries confirmed that he believed these dislocations to be the result of the patient's neurological condition. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient underwent a tha procedure where the following assistive technology were used; patient specific acetabular guide (k152893), the patient specific femoral guide (k181061), the ops plan report (k183038), the patient specific visualisation (psv) report (k152893), and the dynamic hip analysis (dha) report. The dynamic hip analysis (dha) report is not available on the us market, however the functional hip analysis (fha) report (k190834) which also employs the use of functional x-rays is cleared by the FDA. The patient dislocated in rehab prior to being discharged, and again approximately 1 week post op. It was reported that the patient has a pre-existing neurological condition that made them a falls risk. The surgeon who performed the primary and revision surgeries confirmed that he believed these dislocations to be the result of the patient's neurological condition. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.